Event description:
Customer requested eval IV set left on her desk. Stated the users did not provide any event or alleged product failure info associated with the set. There was no pt harm reported and medical intervention was not required. Customer did not provide add'l event or pt details.

Manufacturer narrative:
(B)(4). The customer requested an eval of this extension set. Visual inspection revealed a crack on the female luer. No other anomalies were observed with the returned extension set. Functional testing performed, fluid leaked upon priming the set. Pressure testing was performed and leaking was observed. The root cause of the cracked female luer was nt identified, but is believed to be a supplier-related issue. Conclusion: no available code for undetermined or unk cause.